Manufacturer narrative:
C jaloux, b. Betrand, a. Mayoly, m. Cegarra-escolano, c. Philandrianos. Microvascular anastomotic coupler: an unexpected adverse event, thieme e-journals-journal of reconstructive microsurgery/abstract, oculoplastic surgery, third edition, https://www.thieme-connect.de/media/irm/efirst/lookinside/10-1055-s-0038-1677036-180263-1.ipg. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a revision surgery to remove a 2.0mm coupler device which was used for an anastomosis between the anterolateral thigh (alt) pedicle veins and the dorsalis pedis veins. It was reported approximately nine months after the initial surgery, the patient complained of a small discomfort in the dorsum of the operated foot. An x-ray was performed which confirmed the device underneath the skin. The revision surgery removed the device and the artery was left anastomosed. It was reported there were no complications after the procedure. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.